Event description:
It was reported that during the implant procedure, on obtaining venous access for the implant of the device and leads, the patient developed a pneumothorax and had to have a chest tube inserted. On triage of the tissue, if was discovered that the ventricular lead was not capturing or sensing. The patient was also experiencing diaphragmatic stimulation. The physician is planning on replacing the lead with an active fix lead and the pacemaker will remain implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 457453 implantable pacing lead, (B)(6) 2013; sedrl1 implantable pulse generator, (B)(6) 2013. (B)(4).